Event description:
Second degree burn, one blister size of dollar another size of quarter [burns second degree]. Case description: this is an initial spontaneous report from a contactable consumer. This (B)(6) female consumer started to use thermacare heatwrap (thermacare lower back and hip, wrap) on an unknown date at an unknown frequency for back pain. Relevant medical history and concomitant medications of the consumer were none. On (B)(6) 2013, the consumer wore the heatwrap for 6 hours and reported having a second degree burn due to which she had blisters on breast which resulted in scar on the breast while on heatwrap. The blisters "had water in them and one was the size of a dollar and the other the size of a quarter." Relevant laboratory data of the consumer was unknown. The consumer discontinued the heatwrap therapy on (B)(6) 2013. Therapeutic measures taken for the reported event scar on the breast included plastic surgery elaborated as skin grafting on (B)(6) 2013. At the time of the report, the consumer had recovered. Consumer was having light skin tone. Consumer was not under the care of a physician for any medical condition and did not use any medication. The consumer used the heatwrap in the past and did not have difficulties with prior heatwrap use. She did not notice any cuts, tears, holes or leaks and did not try to modify or change the heatwrap. The consumer did not microwave the heatwrap and did not use it directly over the skin, while sleeping or overnight. The heatwrap was used on the back and she did not overlap it or exercise while using the heatwrap. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Case comment: based on the information available there was a reasonable possibility that the reported event of "second degree burn, one blister size of dollar another size of quarter" which required medical intervention (plastic surgery elaborated as skin grafting) was associated with thermacare lower back and hip wrap.